Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported that the wake button on the ilet device was only functional when the device was connected to a charger. The user expressed concern about being unable to access the device to announce meals or view notifications when away from charging. Blood glucose was not affected, and no symptoms or medical intervention were reported.